Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, b5, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. Imagery was provided and revealed the following: regurgitation was noted before and after two post-dilatations, echo image showed central regurgitation, and there was presence of calcification on the aortic valve leaflets. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for deployed valve exhibits central regurgitation was confirmed based on evaluation of provided imagery. Available information suggests patient factors (calcification) likely contributed to the event as provided 3mensio report showed presence of calcification on the aortic valve leaflets. Although the thv depends on native landing zone calcification for anchoring, bulky calcification within the landing zone may impact the ability for the thv leaflets to properly function. The bulky calcium can impinge on the thv leaflets, preventing them from proper coaptation and lead to regurgitation. The complaint for leaflet motion restricted in patient was unable to be confirmed due to unavailability of applicable imagery. The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
The valve-in-valve was successfully performed with mean gradient 4mmhg at post procedure.

Event description:
Per report received from brazil, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. After the valve implantation (80:20 position with nominal volume), the valve showed moderate leakage. After two post-dilations, the leak persisted. Echo revealed a moderate central regurgitation with an evident malfunction of one leaflet. The patient left the room stable with no hemodynamic repercussion. A valve-in-valve was scheduled 15 days after the original procedure with a new 26mm sapien 3 ultra.

Manufacturer narrative:
Investigation is ongoing.